Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing resulting in inappropriate auto mode switching. The lead was capped and replaced. No further issues were noted. The patient would continue to be monitored remotely.